Manufacturer narrative:
Concomitant devices: flexability ablation catheter, event date unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference number: 3005334138-2021-00118. The following was published in jacc: clinical electrophysiology in an article titled ¿concomitant pulmonary vein and posterior wall isolation using cryoballoon with adjunct radiofrequency in persistent atrial fibrillation¿ by aryana a, allen s, pujara d, et al., february 2021. The aim of this randomized, single-blind study was to prospectively evaluate the short-and long-term outcomes of pulmonary vein isolation (pvi) versus pvi with concomitant left atrial posterior wall isolation (pwi) using the cryoballoon in patients with symptomatic persistent/long-standing persistent atrial fibrillation (p/lsp-af). The study cohort consisted of 110 patients undergoing first-time cryoballoon ablation for symptomatic p/lsp-af between february 2017 and april 2019. Whenever the pvs or left atrial posterior wall (lapw) could not be successfully isolated using cryoablation alone, point-by-point rfa was used. Adverse events included pericardial effusion, pericarditis, and bradycardia needing a pacemaker. Https://doi.org/10.1016/j.jacep.2020.08.016.